Event description:
It was reported to medtronic minimed that the insulin pump had been damaged. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for damage, and the customer reported damage to the belt clip rails and battery tube threads. Troubleshooting was performed for fluid in the pump, and the customer reported that there was no visible water in the pump. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. Troubleshooting was performed for display issues, and the customer reported a blank display. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715kl was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm during rewind. All buttons functioned properly during testing. The trace and history files were successfully downloaded using thus. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection however, moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor with corrosion found on the motor home switch. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, faded and peeling serial number label, and pillowing keypad. No damage on the belt clip rails noted. The blank display and unresponsive keypad complaints are not confirmed. Cosmetic damage on the belt clip rails is not confirmed. Cracked battery tube threads complaint is confirmed. Moisture damage was found during a visual inspection. Pump error 38 alarm during rewind is confirmed due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.